Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, a truespan 12 ° (B)(4) lot 6l63257 is used, which damages the point due to the red trigger that gets stuck, and it is observed that the suture is caught between the needle and the pin internal. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned device, determined that trigger was broken. The suture was jammed in the main push rod. The silicon sleeve was open to review internally, as result, the implants were not received along with the needle. Testing of trigger¿s functionality revealed that trigger was loose, there was no tension on the handle from the spring. Device was open to review internally the components and as it was found the trigger was broken and disconnected from the latch and from the return spring. A manufacturing record evaluation was performed for the finished device lot number:6l63257, and no non-conformances were identified. Based on the information currently available. Product evaluation of the returned device indicates that the trigger could have being broken due to excessive force applied during the procedure. For the jammed suture can be related with a rough deployment or can be associated with the handling of the device. Any of the aforementioned factors or a combination of factors could possibly lead to this failure of the jammed suture. As per IFU-113244, indicate the instructions for user to handle the device at the deployment phase. Release the deployment trigger and remove the device from the joint space. The free suture tail will release from the depth stop sheath when the applier is removed from the joint space. Pull the free suture tail with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. It is normal to encounter resistance while tightening the repair. A probe or similar instrument may be used to assist with tightening of the repair. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
In knee arthroscopy surgery and meniscal repair, a truespan implate 12 ° ref 228151 lot 6l63257 is used, which damages the point due to the red trigger that gets stuck, and it is observed that the suture is caught between the needle and the pin. Internal. There were more units of this reference to complete the procedure without the patient suffering any type of damage and the procedure was not grasped.